Event description:
New information received states that the discussed programming changes were made.

Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were discussed. The patient was stable. No further information is available at this time.